Event description:
A report was received that the pt underwent a pocket revision due to the location of the ipg being uncomfortable. The physician repositioned the pocket to a more comfortable location. The pt is reportedly doing well.

Manufacturer narrative:
This is the final report.